Manufacturer narrative:
It was reported that a patient underwent a right atrial tachycardia ablation with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis and extended hospitalization. The device evaluation was completed on 20-june-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician's opinion on the cause of this adverse event is the procedure. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-jun-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right atrial tachycardia ablation with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. The patient suffered a pericardial effusion at the end of the atrial tachycardia/avnrt procedure. After mapping and ablating several tachycardias and the slow pathway, and lastly around the coronary sinus osteum, the procedure completed and catheters were removed from the patient. While vascular closure devices were put in place the patient complained of trouble breathing. The effusion was confirmed using transthoracic echo by the physician, and later by echocardiography technician. A pericardiocentesis was performed, removing 500 ml of fluid. The patient was stable at the time of the call. Additional information was received. The adverse event was discovered after closure devices in place-case completed. The physician's opinion on the cause of this adverse event is the procedure - oozing from the coronary sinus (cs). No transseptal puncture was performed. Ablation was done prior to noting the pericardial effusion, there was no evidence of steam pop. No error messages observed on biosense webster equipment. Patient was stabilized and admitted, patient required extended hospitalization.